Event description:
It was reported that right ventricular (rv) lead exhibited noise, short v-v intervals, and inhibition of pacing. The lead was reprogrammed, and later capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.